Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to tandem charging cable and wall adapter, and pump did not begin charging after being left connected for an extended period. There was no adverse impact to the customer¿s blood glucose level. Customer tried a different wall adapter and non-tandem charging cable, after which pump began charging, and technical support advised against routine use of third-party charging supplies and arranged shipment of replacement tandem charging cable, after which no further assistance was required.